Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient presented to the clinic with exercise intolerance and rising lactate dehydrogenase (ldh) levels. The patient did not have severe heart failure symptoms and the urine was not tea colored. The ldh was over 1000 u/l. Ramp echocardiogram results revealed some decompression, but not full decompression of the left ventricle. It was reported that the patient had several incidents of sub-therapeutic inr in the past. The patient was admitted to the hospital for high dose heparin infusion therapy and was awaiting heart transplant. A successful heart transplant was performed on (B)(6) 2016.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. Examination of the pump upon disassembly revealed a tissue-like deposition lightly adhered to the rotor body along one of the rotor vanes. Additionally, a loose tissue-like deposition was present on the proximal side of the outlet stator adjacent to the outlet bearing ball. Although the depositions lacked lamination and did not appear to have originated in these locations, they would have potentially contributed to the reported hemolysis symptoms if they were present while the pump was supporting the patient. Their specific origins and a duration of time in which they were present in the pump could not be conclusively determined. Examination of the remaining blood-contacting surfaces revealed no additional depositions. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. H3 other text : placeholder.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. Examination of the pump upon disassembly revealed a tissue- like deposition lightly adhered to the rotor body along one of the rotor vanes. Additionally, a loose tissue-like deposition was present on the proximal side of the outlet stator adjacent to the outlet bearing ball. Although the depositions lacked lamination and did not appear to have originated in these locations, they would have potentially contributed to the reported hemolysis symptoms if they were present while the pump was supporting the patient. Their specific origins and a duration of time in which they were present in the pump could not be conclusively determined. Examination of the remaining blood-contacting surfaces revealed no additional depositions. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.